Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection. No additional event information is available.